Manufacturer narrative:
According to the complaint description it was noticed after 4 days of use that the subglottic port was split. A theoretical investigation was conducted, as no photo/sample and no further information was available to date. No verification of defect possible to date. The production data is inconspicuous. The port can be damaged if the syringe is inserted too tightly. However, this might be also an injection molding defect, which is very rare. Further investigation within CAPA.

Event description:
After 5 days of use the port of the suction line of the tracoe twist tracheostomy cannula split. Unable to obtain aspirates so unplanned elective change performed. No perceived harm to patient as a result.